Event description:
Upon opening the package of a 2.5x13mm cypher, the physician noticed that the stent had two to three flared struts. The physician still tried to use the product in the patient, but it would not go through a previously implanted stent. The product was retrieved and another cypher was successfully used. There was no reported patient injury.

Manufacturer narrative:
The event involved a percutaneous coronary intervention of a lesion in an unknown artery. Vessel and lesion characteristics are not available. It was reported upon opening, the package of a 2.50 x 13mm cypher stent deployment system (sds), it was noted the stent had "two to three flared struts." The physician attempted to use the sds, however, it would not cross a previously implanted stent to reach a more distal lesion. No damage to the product package was noted prior to use. The sds was retrieved and the procedure was successfully completed with another device without reported patient injury. The sds was returned with the associated stent for failure analysis. Visual inspection found white crystallized material that appeared to be inflation media in the hub and inflation lumen. The distal struts were uplifted and the unit had kinks at 16 cm, 40 cm, 63 cm, 86 cm, and 103 cm from the hub. The crossing profile was measured and it was found to be within specification. The distal crossing profile was not measured due to the stent damage. A device history records review was performed, and showed this lot of products met all requirements per the applicable manufacturing quality plan. The reported complaint of strut uplift was verified by analysis. Based upon the information provided, it is not possible to conclusively determine the cause of the event. There is no clear indication this event was design or manufacturing related.